Event description:
It was reported the subject device was not making connection to tower and displayed no image. The event occurred during the set-up of the procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported event was due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.